Event description:
It was reported that the patient experienced elevated blood glucose levels (400mg/dl) and tested positive for ketones. The patient was treated with injections.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2010 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Black box indicates on 9/01 at 4:00 am 21 units of insulin remain, then a 12.5 unit prime occurs leaving 8 units of insulin at which point a low cartridge warning occurs. Rewind, load cartridge, and prime steps performed successfully with no alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The pump was exercised until 10 units remained at which point the pump gave a visual an audible low cartridge warning. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.